Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that on the first firing without seam guard the device was put down the trocar, articulated, then when attempting to fire there was no power. Device was unclamped from tissue, pulled out of the trocar, the battery was flipped then put back and on the second attempt the device fired. Staple line was intact with no issues. Same device was used for the remainder of the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Pc:(B)(4). Date sent: 1/9/2024. D4: batch # 388c10. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with a dent in the nozzle and the handle shrouds, and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A manufacturing process issue occurred after completing final inspection. This results in the device being unable to fire the first time that it is fully clamped. The device can recover from this state by re-clamping the device with the battery installed. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the event log has been correlated to the design. The damage to the nozzle and the handle shrouds is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 338c10, and no non-conformances were identified.